Manufacturer narrative:
On august 22, 2020, the mentor failure analysis lab received the device for evaluation. On september 8, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear measuring approximately 7.6 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the right breast, suffered breast implant deflation post-procedure. The patient noticed the breast getting smaller and smaller by the days. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.

Manufacturer narrative:
On september 30, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 9375172 sn: (B)(6) and (left) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7600866 sn: (B)(6). Manufacturer¿s reference number: (B)(4).